Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and two containment actions were identified. Planned deviation for three non-conformances: lots 72c23k0387 and 72c23k0278; lots 72c23k0590 , 72c23f0189 and 72c23l0690; and lots 72c23k0612 and 72c23k0517 were initiated for material cz-14703-003a. These planned deviation non-conformances were initiated as part of a CAPA to manufacture under optimized process parameters for molding the extension lines into the luer hubs and to increase the sampling plan. These planned deviations are relevant to the failure mode of this complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the cvc on the patient's original left neck was checked. Before lowering the left side bed rail, blood stains were found on the pillowcase and around the patient's head. It was then discovered cvc of the luer hub (brown connector) fall off without any external force involved". A new set was opened to finish the procedure. The patient was fine and had no harm or injury.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the cvc on the patient's original left neck was checked. Before lowering the left side bed rail, blood stains were found on the pillowcase and around the patient's head. It was then discovered cvc of the luer hub (brown connector) fall off without any external force involved". A new set was opened to finish the procedure. The patient was fine and had no harm or injury.